Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: defibrillator implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported the patient received multiple inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead also exhibited undersensing. A microdislodgement was suspected. The rv lead remains in use. No further patient complications have been reported as a result of this event.